Event description:
2025-apr-01 sap ecc service and repair (B)(4) (rep, hcp, for): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the stand alone board was out of service. There was no patient involvement. Additional information was received. The image acquisition system (ias) stayed in standalone mode and it was impossible to do an x-ray.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: unknown) a manufacturer representative (rep) went to the site to test the imaging system. The standalone board was replaced and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: the hardware was returned and analysis was performed. The stand alone board was out of service. The analyst confirmed the failure. Visual inspection showed that components r20 and c3 components were electrically over stressed. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.